Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to the operator not performing rinseback due to clotting of the circuit. Facility staff attributed the alarm to issues with the patient's access. The cycler alarmed appropriately. The patient was hospitalized for surgical revision of their access since this event. A direct correlation between nxstage system one and the reported blood loss cannot be established. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No add'l information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with FDA's blood loss policy. A venous pressure high alarm occurred during a routine hemodialysis treatment which could not be resolved. Rinseback was not performed resulting in an estimated blood loss of 190cc. No medical intervention was required.